Event description:
It was reported that the anchor of the silent nite 3d sleep appliance broke off. The patient received the appliance on 09/04/24 and reported on (B)(6) 2024 that the anchor broke off and discontinued using the device, no reports of harm or injury. It was reported that the device was rinsed with soap and water prior delivering to patient and no information on how the patient maintained the device.

Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).